Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed the control unit did not operate. This was contributed to normal wear. The control unit, the maintenance kit and various small parts were replaced. Device was repaired and returned to the customer on (B)(4) 2012. Placeholder.

Event description:
Customer reported drilling function with difficulties, or at all, it looses intraoperatively from attachment, although is lubricated. Quick alimentation is in three (3 parts). This is report 1 of 1 for complaint #(B)(4).